Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Unique device identifier (UDI): (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that during a procedure of the moderately tortuous, eccentric, moderately calcified, 90% stenosed, de novo distal right coronary artery (rca), after aspirating thrombosis, a 1.5 x 12 mm traveler balloon dilatation catheter (bdc) was advanced to the lesion for pre-dilatation. The balloon was inflated to 6 atmosphere (atm) for 10 seconds and ruptured. The device was removed without issue. A non-abbott bdc and stent were used to complete the procedure successfully. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.